Event description:
Healthcare professional called to report a left-side deflation and left side implant exchange due to concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: defaltion.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as fold flow opening. Broken device observed assessed as surgical damage. ¿ anxiety ¿ product/ procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side deflation and implant exchange due to concerns with the product. Device has been explanted and replaced.